Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for transurethral ureteral stent placement in (B)(6) 2018 (exact date is unknown). Hydronephrosis was confirmed and the drainage effectiveness of the placed stent became diminished, so stent removal for exchange was performed on (B)(6) 2019. After removal, the physician noted that the surface of the stent was blackened and unknown substance was attached to the stent. A new resonance stent was going be replaced, but a wire guide could not be advanced to the kidney (the physician commented that the wire guide advancement failure was not related to the removed resonance stent but due to progression of the primary disease). The physician decided to finish the procedure without placing the new stent. There have been no adverse effects to the patient reported.

Event description:
The device was used for transurethral ureteral stent placement in (B)(6) 2018 (exact date is unknown). Hydronephrosis was confirmed and the drainage effectiveness of the placed stent became diminished, so stent removal for exchange was performed on the (B)(6) 2019. After removal, the physician noted that the surface of the stent was blackened and unknown substance was attached to the stent. A new resonance stent was going be replaced, but a wire guide could not be advanced to the kidney. (*the physician commented that the wire guide advancement failure was not related to the removed resonance stent but due to progression of the primary disease.) The physician decided to finish the procedure without placing the new stent. There have been no adverse effects to the patient reported. FDA MDR reporting required - reporting required based on the requirement for a surgical intervention as 'stent removal for exchange was performed' and a potential precedence for this device family for the issue of ¿stent occlusion/encrustation and device not draining'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4) (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for transurethral ureteral stent placement in february 2018 (exact date is unknown). Hydronephrosis was confirmed and the drainage effectiveness of the placed stent became diminished, so stent removal for exchange was performed on the 21/january/2019. After removal, the physician noted that the surface of the stent was blackened and unknown substance was attached to the stent. A new resonance stent was going be replaced, but a wire guide could not be advanced to the kidney. (*the physician commented that the wire guide advancement failure was not related to the removed resonance stent but due to progression of the primary disease.) The physician decided to finish the procedure without placing the new stent. There have been no adverse effects to the patient reported. FDA MDR reporting required - reporting required based on the requirement for a surgical intervention as 'stent removal for exchange was performed' and a potential precedence for this device family for the issue of ¿stent occlusion/encrustation and device not draining'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). 1. Device evaluation: 1 x unit of device rpn: rms-060026-r and unknown lot # were returned opened and not in its¿ original packaging. 2. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 07th february 2019. The returned device findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation. One pigtail was found to be blackened. The stent was cut with a snips and the inner lumen was founded to be clear. Encrustation was observed on the coils of the stent. 3. Image review: n/a. 4. Documents review including IFU review: prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for rms-060026-r of unknown lot number could not be performed as the lot number was not provided. In the final quality control produce it instructs the manufacturing team member to ¿check for kinks or damage along stent length.¿ and to ¿ensure smooth and clean (non- discolored) welded ends.¿ the instructions for use, ifu0020-15, which accompanies this device warns of the following ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. It may be noted that according to the instructions for use, ifu0020-15, it warns the user: ¿if any resistance is encountered when removing the ureteral stent, determine the cause of the resistance by such as x-ray examination and perform appropriate treatment. Forceful removal may result in damage to the renal pelvis and the ureter.¿ also the instructions for use, ifu0020-15, which accompanies this device warns of the following potential adverse event hydronephrosis and stent encrustation. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is not sufficient evidence to suggest that the user did not follow the IFU. 5. Root cause (possible): a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. A possible root cause could be attributed to the underlying medical condition of hydronephrosis caused by ureteral stricture due to malignancy inside the pelvis, which may have contributed to the stent not draining effectively, it can be noted the replacement resonance stent could not be placed as a wire guide could not be advanced to the kidney. Another possible root cause may be due to interaction between a medication the patient was prescribed and the stent, as this information was requested but not received, it is not possible to rule out this possibility. It may be noted from the additional information received on 14th of february; this patient did not received regular monitoring as recommended the instructions for use. It may also be noted this patient was not cared for by this particular urology department and they did not perform the original procedure. 6. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.